Event description:
It was reported that the ventilator generated a technical error code indicating power error and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).